Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure due to presbyopia. The patient was reported to be temporarily impaired. No further information was provided.

Manufacturer narrative:
Age, weight, and ethnicity: unknown, information asked, but not available. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was realized that this event should not have been reported since the intraocular lens, model za9003 is a monofocal lens which only corrects for 1 distance and not for presbyopia near vision. The code "2138" which was inadvertently entered in section "h6" of the initial MDR report instead of "2330" has been corrected in this supplemental MDR report as indicated below and the event is no longer considered to be reportable; therefore, no further information will be provided under this manufacturer report number 3012236936-2022-03125. Section h6: health effect - clinical code: 2330 - discomfort all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.